Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 500 mg/dl. Reportedly, the cartridges were changed to address the issue. Additionally, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.